Event description:
Additional information received indicated that the motor stall occurred on (B)(6) 2019 at 20:19 pm and recovered less than 10 minutes later on (B)(6) 2019 at 20:28. It was noted that before and after this event, no further critical errors occurred. The concentration of temgesic was 0.3 mg/ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted on (B)(6) 2017 (exact date unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving temgesic at a dose of 0.35 mg/day via an implantable pump. The indication for use was not provided. It was reported that the myptm showed an error code 8476 (meaning motor stall occurred) on (B)(6) 2019 and the pump gave an alarm, which was described as a 30 seconds lasting single tone alarm per the patient. At the time of the report no withdrawal symptoms were present but at the time of the event slight withdrawal symptoms (including increased pain, vomiting, and vertigo) were present. It was noted that the last refill was performed on (B)(6) 2019 and there were no falls, MRI, or other medical procedures that may have led or contributed to the issue. Interrogation with the myptm was performed and boluses were possible and no errors were shown. No interventions/actions were taken to resolve the issue yet. At the time of the report the issue was not resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that a further motor stall occurred on (B)(6) 2019 that lasted for a few minutes again. As of (B)(6) 2019, no further troubleshooting was planned by the physician.